Event description:
It was reported during a prostate surgery that the fiber ¿burned out" at 175,889 joules and 29:30 minutes of usage. The case was completed with a second fiber. Patient outcome: "ok" reported.

Manufacturer narrative:
Product evaluation: (B)(4). The fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the outer flow tubing exhibits severe contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).